Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the site had called before surgery to report error 23118 associated with the fourth arm unit. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and determined the error was related to the fourth arm unit axis 1 encoder signal/track slip. The tse then instructed the site to perform a hard power cycle of the system, but the issue had persisted. The tse advised that the fourth arm unit would need to be replaced to resolve the issue, and the site proceeded with the surgery using the remaining three arms. The procedure was completing as planned/completed with no reported injury.